Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) preliminary analysis revealed the device had no telemetry and no output. Further analysis revealed that arcing occurred on the hybrid between the positive and negative connections of the high voltage capacitor. The overstress damaged the field effect transistor causing it to short. This created a low impedance path across the battery. The low impedance path caused the battery to deplete.

Event description:
(B) (4)

Event description:
It was reported the device was explanted and replaced due to unable to interrogate device by programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.